Event description:
It was reported by the affiliate that during an unknown procedure, the balloon would not inflate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Punctures on the balloon tip. Evaluation summary: based upon the analysis examination, there were multiple punctures on the balloon tip, which look as though they were made by a clamp instrument based on the impressions that were left on the balloon. Based on visual examination it was determined that the balloon had been cut. No portion of the balloon was missing.